Event description:
It was reported the manual wheelchair seat rail broke during use. The patient sustained unspecified injuries and required medical intervention. Neither the extent of the patient's injuries nor treatment rendered were provided to the manufacturer.